Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a nrg transseptal needle was selected for use during a catheter ablation to treat an atrial fibrillation. During the procedure, a radio frequency energization was applied for septal puncture, but it was unable to cross the septum. No error was given by the bmc rf generator and the delivery of the radio frequency sound was heard. The nrg rf needle was replaced because the septum could not be punctured despite several attempts. Thus, after the replacement, the device was able to cross the septum without problems. No patient complications were reported. The procedure was completed successfully. The device will not return for analysis, since it was discarded.